Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with cgm readings up to 400 mg/dl and confirmatory fingersticks between 337 and 316 mg/dl trending down to 239¿240 mg/dl; the user reported proper insulin storage and infusion set integrity, performed supply changes and cgm calibration, noted trace ketones, and expressed concern about the slow decline, with no device-specific component implicated due to insufficient information. Symptoms included hyperglycemia and dizziness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.